Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was noted on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a peeling keypad overlay, cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, stained end cap sticker and a stained address and serial number label.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 137 mg/dl. The insulin pump, in the past, was wet. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.